Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cardioplasty procedure, the doctor rotated the handle to put the tip out, but the tip did not come out at all, it was different from normal. The device was not used in patient. To complete the procedure, a new device was used. There was no patient injury.